Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low"; however, no specific value was provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.